Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for no delivery alarm. The customer¿s blood glucose level was 234 mg/dl at the time of the incident. Assisted customer in performing a 5.0 unit fixed prime. Customer stated that the insulin exited and pump alarmed no delivery. Advise to customer to remove reservoir from the pump and rewind. Customer reported that insulin pump did not alarm with no reservoir. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed rewind test, basic occlusion, occlusion, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected excessive no delivery alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip.